Event description:
Consumer called, testing with the plink meter and getting different results. Analysis run on clark error grid using mean avg. Readings (286) as reference point vs. Bd readings (470, 101) yielded some data points in the c/d range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.